Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was duplicated. It was suspected that a communication error possibly occurred due to failure of the main board, so the device's main board was replaced to address the issue.